Manufacturer narrative:
(B)(4).

Event description:
It was reported that while the stimulation was turned on there was no stimulation sensation. Also, there were readings of >4000 ohms on all bipolar pairs. There was no incident or accident related to the event. An x-ray of the implantable neurostimulator and extension was recommended. Additional information received reported that reprogramming was done but there was still no stimulation sensation. The system needed to be replaced. Additional information has been requested, but was not available as of the date of this report.